Event description:
I had breast implants placed in (B)(6) 2013 and since then my health has gradually declined. I suffer from daily brain fog, chronic fatigue, back pain, dark circle around my eyes. FDA safety report ID# (B)(4).